Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.